Event description:
It was reported that the pump was not detecting the latch. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was duplicated. The root cause is that the downstream occlusion (dso) seal was worn and the dso sensor is inoperable. The dso sensor and seal were replaced, and the device passed all functional tests. Service history review identified this device has not been in for service in the past.